Event description:
Healthcare professional reported "capsular contracture baker grade iii, wrinkling/rippling, correction of asymmetry, change shape/size/style, ptosis" via the national breast implant registry (nbir). This record is for left side. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade iii.